Event description:
Updated event description: subject ID: (B)(6), study no: (B)(4). Clinical adverse event received for hip revision - infection device related: no information provided. Procedure related: no information provided. Date of event: 13 oct 2025, date of implant: on (B)(6) 2025, date of revision: on (B)(6) 2025, device location: right. Treatment/impact: components removed (stem, head). Depuy synthes products used: catalog number: 101854018, lot number: 4442962, component type: stem, description: reclaim monobloc revision standard stem 18 standard offset. Catalog number: 473246028, lot number: 4838000, component type: head, description: emphasys 46 mm x 28 mm aox mobile bearing head. Catalog number: 472556046, lot number: 4671538, component type: liner, description: emphasys 56-58 mm x 46 mm dual mobility liner. Catalog number: 471056300, lot number: 4925729, component type: shell, description: emsys shl 3hole 56. Catalog number: 121735500, lot number: pu209417, component type: screw, description: cancellous bone screw 35mm. Catalog number: 121745500, lot number: pu216737, component type: screw, description: cancellous bone screw 45mm. Catalog number: 136528310, lot number: 4369950, component type: head, description: biolox delta femoral head ceramic 28mm +1.5.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A search of the medtech orthopaedics (nc) quality system found no nc¿s associated with this product/lot (product code: 101854018, lot - 4442962) combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a search of the medtech orthopaedics (nc) quality system found no nc¿s associated with this product/lot (product code: 101854018, lot - 4442962) combination. H11 additional narrative: added: d10.